Event description:
Customer claims that the alarm has power but will not sound when the pull cord (magnet) is detached from the alarm. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Alarm, failure to. Results - eval of the returned product found that there is battery acid leakage in the battery compartment and corrosion on the battery contacts. The unit does not power on with new batteries. (B)(4).